Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage was found on the electronics, motor, batter tube, and vibrator assembly noted during visual inspection. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, he was at camp and the insulin pump had water damage, since none of the buttons are working. Customer's blood glucose was unknown. All of the buttons are not responding. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.